Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-32 that has a similar product distributed in the us, list number 8d06-31/-41, with 510k/PMA/bla number k153730.

Event description:
The customer reported a false nonreactive architect syphilis tp result for one patient sample on (B)(6) 2025. The customer also noted that the negative qc showed a downward shift however still within range. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): on (B)(6) 2025, sid (B)(6): syphilis result = 1.02 s/co (reactive) (sample appeared very lipemic). Repeated sample on (B)(6) 2025 = 0.23 s/co (nonreactive). Due to the patient¿s history, the customer retested on (B)(6) 2025 = 0.98 s/co (nonreactive). The sample from (B)(6) 2025 was retrieved, retested, and generated a result of 1.05 s/co (reactive). The customer recentrifuged the (B)(6) sample and ran the syphilis test 5 times and generated the following results: 1.16 / 1.20 / 1.16 / 1.09 / 1.12 s/co. The customer was questioning the nonreactive results generated on (B)(6) 2025. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70086be00. A review of the device history record did not identify any non-conformances or deviations associated with lot 70086be00 and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A review of labeling concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the architect syphilis tp reagent lot 70086be00 was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result for one patient sample on (B)(6) 2025. The customer also noted that the negative qc showed a downward shift however still within range. The following data was provided (reference range: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive): on (B)(6) 2025, sid (B)(6): syphilis result = 1.02 s/co (reactive) (sample appeared very lipemic). Repeated sample on (B)(6) 2025 = 0.23 s/co (nonreactive). Due to the patient¿s history, the customer retested on (B)(6) 2025 = 0.98 s/co (nonreactive). The sample from (B)(6) 2025 was retrieved, retested, and generated a result of 1.05 s/co (reactive). The customer recentrifuged the (B)(6) sample and ran the syphilis test 5 times and generated the following results: 1.16 / 1.20 / 1.16 / 1.09 / 1.12 s/co. The customer was questioning the nonreactive results generated on (B)(6) 2025. There was no impact to patient management reported.